Manufacturer narrative:
H6 medical device problem code clarifier: failure to follow steps / instructions the suture mediated closure (smc) system was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. It was reported the physician accidentally cut off the suture when using the suture trimmer. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: ¿after confirming hemostasis, use the perclose prostyle suture trimmer to trim the suture limbs below the skin.¿ the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment is due to user error. The physician likely pulled the cut lever on the suture trimmer as stated in the reported event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure in the left common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to an 18f and the aaa procedure was completed. Reportedly post-procedure, the physician accidentally cut off one of the sutures with the suture trimmer before closing the knot. An additional prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.